Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade iii.

Event description:
Healthcare professional reported a right side exchange with no complaint against the device. Healthcare professional later reported capsular contracture baker grade iii and rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6, device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: one opening observed on posterior side assessed as fold flaw opening. ¿ capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: ¿ creases were observed. ¿ stress marks observed. ¿ wear abrasion observed.

Event description:
Healthcare professional reported a right side exchange with no complaint against the device. Healthcare professional later reported capsular contracture baker grade iii and rupture. The device has been explanted.